Event description:
Surgeon noticed an unusual laser plume, corneal phosphorescence and sound near conclusion of a spherical refraction on a pt. Surgeon immediately performed same spherical correction on a polaroid test sample and discovered that the slot walls (used to perform cylinder corrections) had a physical gap of only 1.5mm. Normally, the slot walls should be fully retracted to a gap of 8.5mm for spherical corrections. A check of computer position readout indicated an erroneous reading of 8.5mm for the slot wall gap. All future pt surgery was suspended at this point. The pt was examined in 2002. Vision for both eyes was 20/400 and topography confirmed an ablation pattern consistent with a spherical correction masked by a 1.5mm wide slot wall gap at an angle of 50 degrees. Because the details of the basically incomplete surgery performed (spherical correction missing all ablation outside a centered 1.5mm wide rectangle at 50 degrees) were known, a special corrective procedure was recommended to the pt. The slot walls were set to a physical gap of 8.5mm and power to slot gear motor was disconnected to prevent any possible unanticipated slot wall motion. A 1.5mm wide mask was fabricated and was attached to the aperture plate to block out the areas of the cornea ablated in 2002. The pt received the special correction 3 days later. This basically consisted of their original spherical correction with the 1.5mm wide aperature mask in place. 5/2002 exam (following 2002 incomplete procedure): vision for both eyes was 20/400 and topography revealed spherical ablation occurred only in a 1.5mm wide rectangular zone at an angle of 50 degrees. The 2002 exam (most recent to date following 2002 special procedure): right eye was 20/25 uncorrected. Left eye was 20/60 uncorrected and 20/25 with a plano +1.50 x38 degree correction.